Manufacturer narrative:
Initial and final MDR 1879730- MDR 3003442380-2024-06149- device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 3 infusion set cannula kinked on (B)(6) 2024. All the events occurred within 3 or more hours after insertion. The insertion site was at abdomen, back of arm. Infusion set has been used for a one day. The blood glucose level was 200-300 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.